Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported hypotension (therapy/non-surgical treatment, additional) associated with the drop in blood pressure appears to be due to the cardiogenic shock. The reported cardiogenic shock appears to be due to patient pathology/ morphology (pre-existing right ventricular damage and poor anesthesia tolerance) during sgc advancement. The reported patient effects of hypotension and cardiogenic shock, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 health effect - clinical codes 4440 and 1498 were removed.

Event description:
This is filed to report thrombus formation resulting in a pulmonary embolism, cardiogenic shock, unexpected medical intervention, and prolonged hospitalization. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. When the steerable guide catheter (sgc) was advanced into the anatomy, the patient's blood pressure was decreasing. After noticing the blood pressure decrease, the right ventricle was observed to be dilated and right ventricle function was deteriorating. Systolic pressure was down to 30, so the device was removed. The patient was put on extracorporeal membrane oxygenation (ECMO) and transferred to radiology for a thrombectomy. It was thought a thrombus had embolized and became caught in the lungs. There was no evidence of air entering the patient. The thrombectomy was not performed, as the thrombus could not be visualized on the CT scan. The mr remained unchanged at grade 4, no further mitraclip intervention was performed. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.